Event description:
A distributor reported on behalf of a healthcare facility in (B)(6)via a fisher & paykel (f&p) field representative that an mr290v vented autofeed humidification chamber provided a part of the rt380 adult dual heated evaqua2 breathing circuit, was found cracked and leaking water during patient use.there were no reported patient consequences.

Manufacturer narrative:
(B)(4)section d4: complete device identification details were not provided. Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.